Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex cable trace to be cracked at the force sensor pin. This report is made based on results of investigation completed on 07/31/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: evaluation revealed multiple loss of prime warnings with both a zero and non zero low force observed in current black box. The pump was exercised for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Investigators performed multiple ¿load step¿ functions. No failures or ¿loss of prime¿ observed. The force calibration check failed. The force sensor flex cable trace to be cracked at the force sensor pin. The force sensor resistance test passes. (B)(6).